Event description:
The complaint states that that signal loss of over one hour occurred for transmitter with serial number (B)(6). Data was provided for investigation. The problem was confirmed for transmitter with (B)(6). The probable cause was the transmitter and app were unable to establish a connection.

Event description:
The complaint states that that signal loss of over one hour occurred for transmitter with serial number 8f3620. Data was provided for investigation. The problem was confirmed for transmitter with 8dxwel. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).